Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the twist clamp of a minicap transfer set. The leak location was "at the white switch". This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection by the naked eye observed a crack on the light blue main body of the transfer set. Functional tests were performed which included leak, clear passage and clamp function tests with no issues or leaks noted. The reported condition of leak was not verified, however, the device did not meet specification for the cracked main body. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as foreign solvents, dyes, or cleaning agents, that could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.